Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl. The customer experienced nausea, fatigue, and vomiting. Days later, the spouse called and stated that the customer had a stroke in may due to high blood glucose and was also hospitalized. The caller stated that the cannula was removed and it was bent, but the insulin pump did not alarm as it should. Troubleshooting could not be performed as caller did not have with him the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.